Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the plastic catheter broke"), device physical property issue ("the medical device came unwound") and complication of device insertion ("the plastic catheter broke") in a female patient who had essure (batch no. 623216) inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage, device physical property issue and complication of device insertion. Essure was removed. At the time of the report, the device breakage, device physical property issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device physical property issue with essure. The reporter commented: placement of another device. Device not kept. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the plastic catheter broke. Another device was placed. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case the device breakage occurred during essure placement procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the plastic catheter broke") and complication of device insertion ("the plastic catheter broke") in a female patient who had essure (batch no. 623216) inserted. Other product or product use issues identified: device physical property issue "the medical device came unwound" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: placement of another device. Device not kept. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1803 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-oct-2017: quality-safety evaluation of ptc, unable to confirm complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.